Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the malfunctioning doppler. The iabp passed all functional and safety tests per factory specifications, returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventive maintenance being performed by a getinge service territory manager (stm) the doppler for the cardiosave intra-aortic balloon pump was not functioning. No patient involvement or adverse event was reported.